Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up, down, and ok button are sticking and will not respond. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. The patient was advised to go to the backup as needed. There was no adverse event associated with this complaint.